Event description:
It was reported that the patient was seen due to discomfort and was found in vvi-65 mode. The device reached elective replacement indicator early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.